Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Evaluation summary: (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that during implant attempt, there was inability to get the lead across the valve. The lead was removed and replaced. No patient complications have been reported as a result of this event.